Event description:
The affiliate stated the customer reported a small amount of clenz cleaning solution leaked outside the instrument involving the coulter lh 780 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were reported. There was no patient impact associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the faulty sample line tubing from the differential mix chamber to the flowcell and verified instrument operation. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the worn sample line tubing. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).